Manufacturer narrative:
(H3) the investigation into the reported "positioning issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the repositioning issue was use related due to improper technique because the pump initially deep at 4.8 cm w/outflow near atrioventricular (av) and attempted to reposition to release the flow. There is no data logs available from one week prior to repositioning date in (4/4). Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 45-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported the impella device needed to be repositioned. The doctor was able to reposition the impella successfully to rotate the device away from septum and was sitting freely mid-left ventricle (lv) with elbow just below aov, with catheter at 51cm and red plug impella 5.5 side up.